Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On(B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-dec-2017 with the following findings: during investigation, the keypad was undamaged and all keypad buttons were unresponsive. The keypad cover was opened to find no contaminants under the button contacts. The pump was opened to find moisture on all internal components. Unrelated to the original complaint, moisture was found under the display lens, with a leak. 7